Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely via merlin.net. Upon review of the transmission, the patient's insertable cardiac monitor (icm) was found to have exhibited post-sensed t-wave oversensing, resulting in false atrial tachycardia and fibrillation alerts. Corrective programming changes were made. The patient was stable throughout.